Event description:
It was reported that after the ventricular lead was implanted, the physician attempted to remove the locator tool and impedance increased to greater than 4000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.